Event description:
The surgeon inserted a cq2015 collamer three-piece lens and both haptics tore. The reporter stated it was unknown if the lens was inserted and removed but there was no patient injury.